Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee arthroscopy that the surgeon noticed metal sheds within the knee joint. The surgeon flushed the joint out and believes to have removed all metal fragments. There was no report of patient injury.

Manufacturer narrative:
Evaluation narrative - three boxed incisor plus blades were returned for evaluation. Visual assessment of sample (a) showed significant cracking of the adapter body. Functional inspection was performed and the inner blade not rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip with a corresponding abrasion on the inner blade. Visual assessment of sample (b) showed significant cracking of the adapter body. Functional inspection was performed and the inner blade not rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip with a corresponding abrasion on the inner blade. Visual assessment of sample (c) showed significant cracking of the adapter body. Functional inspection was performed and the inner blade not rotated freely within the outer blade, no friction was felt in the unloaded condition. The inner blade showed extensive abrasion at the tip with a corresponding abrasion on the inner blade. The likely cause of the shedding is fracturing of the adapter body allowing for misalignment with the inner blade causing friction and resulting in shedding, which is consistent with excessive lateral load during use. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device returned for evaluation on 28 january, 2016. Device was evaluated by the manufacturer. (B)(4).